Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned stem impactor rod confirms the tip threads are damaged. The device is manufactured in 2018. The device exhibits signs of significant wear and use. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned stem impactor rod confirms the tip threads are damaged. The device is manufactured in 2018. The device exhibits signs of significant wear and use. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during hip revision surgery, the threads of the stem impactor rod got stripped outside of the patient on the synergy stem inserter pommel. Procedure was finished with the same device.